Manufacturer narrative:
Evaluation summary: the customer reported a possibility of clogged shunt after implantation. Sample was returned for investigation, including only a shunt. Unknown material was seen on the shunt's body and through the port opening and the shunt lumen was found blocked. Therefore, the reported complaint was confirmed. From previous experience the ingredients of the blocker cannot be identified due to two main reasons: the sample is being sterilized with gamma radiation which damage the material characteristics. The size of the device does not allow extraction of the material within its lumen. After cleaning the shunt, openings on both sides of the restriction unit were seen; therefore, there is no indication for manufacturing related factors that could cause the blockage. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive ¿ no root cause identified, as the blockage could have been caused by many different reasons during and after the clinical procedure. Since openings were seen on both sides of the restriction unit, there is no indication for an inherent defect that might have caused the event. (B)(4).

Manufacturer narrative:
Evaluation summary: a customer reported was a possibility of clogged shunt after implanting. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product was returned for analysis and sent for sterilization prior visual inspection. During production, 100% final inspection is being performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Because the sample was not checked yet and no lot number or serial number were indicated for this complaint, the root cause cannot be determined at this stage. Additional information has been requested. (B)(4).

Event description:
A doctor reported that bleb and filtration could not be confirmed in an eye following a glaucoma filtering device implant procedure. Therefore, the doctor suspects that the device was clogged. The device was removed.